Event description:
On (B) (6) 2008, the pt reported that air bubbles are forming in the insulin cartridge 8-10 hours after changing the insulin cartridge. He stated that he changed the insulin cartridge this morning, and he made sure no air bubbles were present. He stated that a quarter of the insulin cartridge is filled with air. He has not changed the adapter in a year. He was advised to change the adapter with every 10th cartridge change. Upon follow up on (B) (6) 2008, the pt stated that he had no further issues with air bubbles after changing the adapter. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.